Event description:
It was reported that two days post implant the patient developed a mild headache. The patient was treated with medication and the event is recovered and resolved the following day. The event was reported as having a causal relationship to the procedure and not related to the device or stimulation. The patient is a part of the (B)(6) registry clinical trial.